Event description:
It was reported that customer experienced repeated cartridge alarms, including cartridge alarm 30, that did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer was assisted with loading new cartridge using proper technique, but alarm recurred and customer was unable to resume insulin delivery, so customer reverted to multiple daily injections.